Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3363125. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 2179495. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3076656. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Lot numbers in use provided, but customer did not know which applies to the reported event dates. This MDR represents the potential lot numbers that may relate to the reported event. Additional potential lot numbers provided in this complaint for material number 381412: 3363125, mfg 2024-01-02, exp 2026-12-31. 2179495, mfg 2022-07-08, exp 2025-06-30.

Event description:
It was reported that bd insyte autoguard needle partial retraction. The following information was provided by the initial reporter: needle retraction failure---accidental needle stick bc the needle did not retract completely. Clean needle stick- customer confirmed over phone. No treatment.